Event description:
The complainant has reported that a pt underwent a therapeutic ercp in 2006. It was reported that during the procedure "the cutting wire broke." Additionally, they reported "it separated from one end, but not both". The procedure was completed with a different device. There was no reported complication or ill effect sustained by the reported complication or ill effect sustained by the pt. No product is available for eval.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device, and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.